Event description:
The customer states that three of the pen needle tips are burr and bent backwards. Customer states that the pen needles were at the bottom of his box of 100 pen needles which he uses three times daily. Customer was trying to use his novolog flexpen prefilled syringe with his pen needles that are burr and bent backwards when he noticed tip of needles are burr and bent backwards. Advised customer to discontinue the use of this product.